Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 7 years post implant with a left iliac rupture. It was noted on a CT that the left iliac limb had migrated to the level of the aortic bifurcation and that the left iliac had expanded. An intervention was carried out; a balloon was placed inside the body of the endurant bifurcate from the right, to occlude blood flow. The physician then coiled the left hypogastric and implanted 2 endurant limbs from the stent graft bifurcation to the external iliac. Once the additional stent graft limbs were in place, the rupture was noted to be occluded and the event was resolved. As per the physician, the cause of the event was anatomy related, due to the expansion of the left iliac. No additional clinical sequelae were reported and the patient is fine.